Event description:
It was reported that air bubbles were observed within the t:lock. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose was 191 mg/dl.

Manufacturer narrative:
Device not returned.